Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt alarms) has been confirmed. Upon investigation the trunk cable and the white pulse wire inside of the trunk cable insulation were cut, which caused the reported electrode belt alarms. The root cause for the broken pulse wire could not be positively identified but was likely excessive force placed on the trunk cable. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) year old male patient called zoll customer support to report that he was receiving frequent check electrode belt messages. The patient was issued a replacement electrode belt.